Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the y connector while priming blood. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
Initial reporter occupation is unknown. Product has not been returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.